Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, migraine, headache, fatigue and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problem, urinary problems, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue. Date of insertion, date of removal and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polypectomy in 2011, throat irritation, cough and cesarean section. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), urinary tract disorder ("urinary problems"), eye pain ("eye pain") and dry eye ("eye dryness"), 17 days after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), myalgia ("muscle pain") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)- (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache and eye pain had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, migraine, fatigue, urinary tract disorder, dry eye, arthralgia, myalgia and dizziness outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, dizziness, dry eye, dysmenorrhoea, dyspareunia, eye pain, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- menorrhagia, vaginal bleeding, dysmenorrhea (cramping), nickel allergy, eye pain, eye dryness. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test results: bilateral occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs+ mr received: newly added events- eye pain, eye dryness, onset date of previously reported events- menorrhagia, vaginal bleeding, bladder disorder, dyspareunia, dysmenorrhea (cramping), fatigue, migraines, headaches, nickel allergy, pelvic pain, joint pain, muscle pain & dizziness was added, outcome of the previously reported event- pelvic pain female, headaches were updated, essure insertion date were updated, reporter was added, consumer height was added, lab data were updated, medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.